Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient's spouse that an alarm had gone off. It was found that there may be a problem with the lead, but that it would be monitored. The alarm went off again twice more the following week. The patient was not feeling well and went to the emergency room. It was found that an alert triggered on the right ventricular (rv) lead due to low impedance and sensing integrity counter (sic). Noise was observed on a previous interrogation. X-ray suggested the lead had pulled back almost to the tricuspid valve. The lead was reprogrammed and subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient received a "slight shock" when the alert went off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.